Event description:
Mallinckrodt (B)(4) provides the following information submitted by the customer: (B)(6) y/o female patient from the emergency room was undergoing a CT abdomen/pelvis with IV + oral contrast. During loading and purging the lines, and the patient was connected already. When pre contrast CT scan was started, the images appeared as post contrast ones. At that moment I noticed the contrast was injecting and we stopped the injector manually. (B)(6) 2015: the customer confirmed the patient is ok.

Manufacturer narrative:
Regional service investigated a reported uncommanded movement on this unit and reports that the service engineer found no problem with the injector. Service engineer checked equipment, completed performance testing, cleaned unit and returned it to the customer for full service.